Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the routine device replacement procedure, the patient's chronic right atrial (ra) lead was surgically abandoned due to high pacing threshold measurements. A new ra lead was implanted. The physician tried for two hours to find a suitable position with acceptable thresholds, and with the pacing system analyzer (psa) the threshold measurement was 1v. However, when the lead was connected to this pacemaker, the thresholds increased to 5v. The lead was repositioned again, and after another two hours a position with thresholds of 2.5v was found. Again, when the lead was connected to the device the thresholds had increased to 5v. The pacing impedance measurements were fluctuating significantly during the procedure, ranging from 200 ohms to 1800 ohms. The physician elected to implant a right ventricular (rv) lead and changed this pacemaker for a dual chamber model, so back-up rv pacing would be available if needed due to the unstable performance of the ra lead. The system was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The seal plug was intact and the setscrew moved freely. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.